Event description:
It was reported that the patient presented in the clinic with an infection at the implanted device pocket site. The physician explanted the entire system ¿ pacemaker, right ventricular lead and atrial lead due to infection. The patient was in stable condition throughout the procedure.